Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) greater than 600 mg/dl with feeling weak associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. The reporter stated that the patient recently began hemodialysis 3x/week, but suspected the high bg was unrelated to this. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the meter was not returned with the pump. The last bolus delivery and the last basal delivery were on 04/22/2015. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during 24hr duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.